Event description:
A malfunction was reported following a change in the insulin cartridge during the regular supply change process, and a malfunction 9 code was displayed. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur, and the customer was advised to continue using the pump and to reach out if the issue reappeared.